Event description:
It was reported while using bd precision glide¿ needle single use, sterile the packaging labels were smeared and illegible. The following information was provided by the initial reporter: 0.70 x 25mm needles have been received in shelf carton printed as 0.80 x 25mm.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution?: yes, d9: returned to manufacturer on: 05-may-2022 h6: investigation summary samples and photos received for investigation. Upon observation 0.70 x 25mm needles of batch 1232819 are displayed, however label shelf carton is printed as 0.80 x 25mm (material 300054, batch 1209386), mixed product is confirmed. A device history review was conducted for lot number 1232819

Event description:
It was reported while using bd precisionglide¿ needle single use, sterile the packaging labels were smeared and illegible. The following information was provided by the initial reporter: 0.70 x 25mm needles have been received in shelf carton printed as 0.80 x 25mm ¿